Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure the tissue pad melted off, but unknown if it fell into the patient. A like device was used to complete the case. There were no patient consequences reported.